Event description:
During the coronary artery bypass graft surgery, the first seal stayed in the tube when the plunger was pushed down. The nurse went to load the second seal but it unraveled during the loading process. The surgeon discontinued using the seal and converted to a side biter clamp procedure to complete the anastomosis. No add'l pt complications were reported.